Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited a rubber adhesive on the bending section was detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the blown cover on the bending section, the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.